Event description:
This ra lead was implanted on (B)(6) 2001, and remains implanted as of this time. A call was placed to technical services on 06/08/2018 , stating that atrial pacing impedance out of range has been occurring for past year. On (B)(6) 2018, an alert of atrial pacing impedance out of range measured greater than 2500 ohms noted. There was no oversensing observed. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).